Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two additional perclose proglide devices referenced are filed under separate manufacturer report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with three proglide devices, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred with all three proglide devices. The evar procedure was completed using an 18f sheath. A cut down surgery of the common femoral artery was performed to close the arteriotomy. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. The patient was doing well post surgery. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.